Event description:
The charge nurse from hospital contacted lifecor customer support to report that a male patient has one completely drained battery pack that will not charge and one battery pack that only has 25% remaining capacity. They tried placing this battery pack in the charger, but the red light with slash icon came on. As a precaution, 2 battery packs and a charger were shipped as replacements. The charge nurse reported they will place a monitor on the patient until the replacement equipment arrives. A follow-up call two days later found the patient had been discharged. Support attempted to contact the patient to arrange for the suspect equipment return, however the phone number on record was disconnected. Support was able to contact the patient's family via the alternate number on record to arrange equipment return. On 09/29/2006 one of the two battery packs and charger were returned. Support contacted the patient's family multiple times over the next several months to arrange the return of the second battery pack. The second pack was eventually returned on 12/28/2006.

Manufacturer narrative:
Device evaluation summary: device evaluations of battery packs and battery charger have been completed. The reported problem was partially confirmed. First battery pack was received with a 2.5 volt output which would have resulted in the battery pack fault light (red light with slash icon) when this pack was placed in the charger. The cause of the low output voltage was a defective battery cell within the pack. The negative side cell of the 3 cell pack had developed an internal short which in turn discharged the 2 remaining cells to 2.5 volts. The root cause of the shorted cell cannot be positively identifed. Second battery pack was received at 10.8 volts. No problem was found with this pack. This pack passed all functional tests. Battery charger passed all functional tests. The defective cell pack will be replaced. No adverse event resulted from the faulty battery pack. The patient received replacement battery packs and a charger.